Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an aneurysm occurred. The initial procedure occurred approximately 1 month prior, in which a taxus express2 drug eluting stent was placed to the mid right coronary artery (rca), unknown size. The lesion was pre-dilated, unknown type and size balloon, and deployed at high atms. Final result was well positioned and well apposed. One month later, repeat angiography revealed an aneurysm the length of the stent. The patient's condition is noted as good and the plan is for follow-up in 3 months. Add'l info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.